Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that lens was scheduled for explant due to vaulting (z-syndrome). Add'l info has been requested, but has not been received.